Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) pre-storage data was missing/invalid. The analyst noted that the memory pointer that points to the egm recordings was an unexpected value. The egm recordings were able to be retrieved. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was programmed to aegm pre-storage recording. When the device was interrogated, the egm pre-storage data was missing. The data was later recovered by an engineer and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.